Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on the bus and unable to recover. A field service engineer (fse) found no drawers failed upon arrival. Checked drawer main 1 and reseated the row board cable. Due to hardware test application lockout, tested the drawer and pockets in the application, and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.